Manufacturer narrative:
E.1. (B)(6). Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where multiple new orders were not crossing. A technical support specialist (tss) found order messages were not crossing over to device, also checked on carefusion coordination engine (cce) in which orders were not receiving. The tss confirmed that the hospital information technology (hit) restarted cloverleaf feed to resolve the issue and confirmed that the order was crossing over. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple new orders were not crossing from meditech. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.